Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized several months before the call due to a blood glucose of 700 mg/dl. The customer attempted to bolus but her blood glucose would not decrease. The hospital treated her with insulin. No troubleshooting occurred, and no products were shipped or returned.